Manufacturer narrative:
The 22mm aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests.

Event description:
A 22mm amplatzer setpal occluder (aso) was used to close an intervalvular defect. An hour later during the echo test the aso was noted to have embolized into the aorta and was percutaneously removed.